Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was not determined, but the issues did resolve. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was unable to turn on their implantable neurostimulator (ins) and they received a ¿call your doctor¿ code; it was suspected to appear on the patient programmer (pp). The rep asked to get a list of codes that appear on the restore pp since she was trained mainly with intellis. Troubleshooting could not be performed due to lack of access to the product so the rep would be reaching out to the patient to do further troubleshooting. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.